Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance and loss of capture were observed. Programming changes were made. The lead remains implanted and active. The patient was will be followed normally.